Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:long detection programming in single-chamber defibrillators reduces unnecessary therapies and mortality: the advance iii trial. Jacc: clinical electrophysiology. 2017; 3(11):1275-1282. Doi: 10.1016/j.jacep.2017.05.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (ICD). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, patients that were hospitalized for cardiovascular-related reasons, and patients that experienced syncope related to arrhythmia. It was additionally reported patients that experienced inappropriate therapy. It was noted that the study defined appropriate therapy as therapy delivered for monomorphic or polymorphic ventricular tachycardia (vt) and for ventricular fibrillation (vf). All ICD therapies delivered for supraventricular episodes or nonarrhythmic events were classified as inappropriate therapies. The status of the devices is unknown. Further follow up did not yet yield any additional information.